Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: customer returned two images of one syringe with no pouch for identification. The syringe features 0.3ml graduation markings. The syringe has had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or the needle hub. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.